Event description:
Additional information: it was later reported that the pump rotor study and a catheter dye study was performed. It was noted that the pump roller did not move during a dye study; the catheter was fine. The pump was replaced; patient recovered without sequela.

Manufacturer narrative:
Analysis of the pump revealed no anomaly; normal device function.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was programmed to stopped pump on (B)(6) 2011 by an hcp. The patient experienced increased pain and presented to the ER. The pump was refilled (B)(6) 2011; the pump began alarming after the refill. The patient heard "beeps" from the pump on (B)(6) 2011. Following the refill session, the patient experienced a return of their symptoms / back pain. Per the reporter on (B)(6) 2011, the pump "went crazy" and "crazy signals" was further described as coming from the pump. It started beeping twice and then followed by "long beeps". About 30 minutes later, the pump would beep several times, and then a long beep "until it faded away." The patient called the hcp regarding the alarm and was told to wait to be seen by the hcp until the next refill date. Per the last print out from the patient's pump, the pump was scheduled to be depleted on (B)(6) 2011. The patient indicated they had been in the hospital 5 times in the last 2 months due to falling and back pain. The patient had blood in their stool. On (B)(6) 2012, the patient had seen a physician who indicated that the pump was read on (B)(6) 2011; and it was determined as being empty. It was noted by the patient however that their pump was last read in early (B)(6) of 2011 "so that information is incorrect." It was further indicated that the patient was confused about how and when the pump was read on (B)(6) 2011. The patient indicated a return of symptoms; and that he was unable to get out of bed. It was further noted that he was still falling due to the pain. The patient was still hearing an alarm once a day. It was later reported that the patient was hearing both a non-critical and critical alarm. Telemetry had not yet been performed. A change in therapeutic effect was noted. The patient indicated that the pain had occurred since (B)(6) 2011, and since (B)(6) 2011 he's been "in pure hell." Per another reporter, the patient informed the reporter on (B)(6) 2012 that "everything was fine" and the patient had a plan to see an hcp. The patient experienced withdrawal following a missed refill. The refill date was (B)(6) 2011. The patient had blood in his stool for 2 days. The patient lost 12 pounds. The patient was "very sick, deteriorating, falling down a lot, and now bedridden." The patient was looking for a physician to manage their care. The drugs in the pump were hydromorphone and baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: an hcp indicated that the baclofen in the patient's pump was compounded; and that in regards to the last order for the patient on (B)(6) 2011, compounded baclofen (300 mcg/ml) and dilaudid (10 mg/ml) were noted.

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: unknown.